Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the disconnection of the stomach tissue on a laparoscopic radical gastrectomy for gastric cancer, when closing the staples, the jaws could not be completely closed. There was an incomplete line in the near end-remote central. They pressed the insurance button and the black grip could not be gripped under normal force. Another device was used to complete the case. There was no patient injury.